Event description:
It was reported that during a procedure involving a transcatheter aortic valve (evfxplus-26), several complications arose. The left coronary artery exhibited a 95% stenosis, which was addressed with wiring and stenting. The valve was deployed under pacing at 120 beats per minute, but upon release at a depth of 4-5 mm, the patient experienced hypotension and a complication with the right ventricle. An attempt was made to cannulate the right coronary artery (rca) which was unsuccessful. Attempts to engage a guide or wire down the rca were also unsuccessful. Limited blood flow was noted. A 20-millimeter non-medtronic balloon was inflated within the valve frame in an attempt to reposition the valve, but it remained immobile. The valve was snared into the ascending aorta; however, blood flow was still limited on the right. Cardiopulmonary resuscitation was performed for an hour, and the patient was shocked multiple times following advanced cardiovascular life support protocols. Despite these efforts, the patient was declared dead. The procedure and the medtronic device were noted to have contributed to the death, with small sinuses of valsalva identified as a contributing anatomical factor.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Corrected h6 to remove a051201 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve (evfxplus-26), several complications arose. The left coronary artery exhibited a 95% stenosis, which was addressed with wiring and stenting. The valve was deployed under pacing at 120 beats per minute, but upon release at a depth of 4-5 mm, the patient experienced hypotension and a complication with the right ventricle. An attempt was made to cannulate the right coronary artery (rca) which was unsuccessful. Attempts to engage a guide or wire down the rca were also unsuccessful. Limited blood flow was noted. A 20-millimeter non-medtronic balloon was inflated within the valve frame in an attempt to reposition the valve, but it remained immobile. The valve was snared into the ascending aorta; however, blood flow was still limited on the right. Cardiopulmonary resuscitation was performed for an hour, and the patient was shocked multiple times following advanced cardiovascular life support protocols. Despite these efforts, the patient was declared dead. The procedure and the medtronic device were noted to have contributed to the death, with small sinuses of valsalva identified as a contributing anatomical factor. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The only balloon usage was the attempt to move the valve out of the aortic annulus emergently. The valve did not move with balloon; it was pulled up with a snare intentionally. The implant depth was 4 mm on the non-coronary cusp (ncc). A non-medtronic (safari) guidewire was used for the procedure.